Manufacturer narrative:
Received one video device. Video was attached to the complaint. In this video, a particle was detected inside of the medication bag. Conclusion: according to sample received, the failure mode ¿particulate matter internal to device¿ was confirmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after visual inspection particles were found in the device. The site described them as whitish but flat. Noted them to appear more like flakes. There was no patient involvement.